Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a retaining pin in the extractor handle was found to be missing during set inspection, rendering the instrument unusable. There was no associated surgical case impacted by this issue. The instrument, part of a consignment kit, had been heavily used, though specific details regarding its time in service or the number of uses and sterilizations were unavailable. The kit had been inspected prior to being sent out, and the instrument has since been returned for further evaluation.

Event description:
It was reported that a retaining pin in the extractor handle was found to be missing during set inspection, rendering the instrument unusable. There was no associated surgical case impacted by this issue. The instrument, part of a consignment kit, had been heavily used, though specific details regarding its time in service or the number of uses and sterilizations were unavailable. The kit had been inspected prior to being sent out, and the instrument has since been returned for further evaluation.

Manufacturer narrative:
Correction to h6(device code grid), d4(gtin) and h3. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device reveals extensive usage. There are numerous wear and scratch marks throughout the surface of the device. The pin is missing near the extractor handle which supports the handle, hence affecting the overall functionality of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a user related issue. The failure was caused by improper operation or handling of the device which further led to affecting the functionality of the device. The failure noted in this complaint was addressed with a CAPA. If any further information is provided the complaint report will be updated.